Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited loss of capture. When the lp was repositioned, the blood pressure dropped and effusion was noted on echocardiogram with lack of cardiac motion. Pericardiocentesis was performed and the physician attempted to close the tear in the right ventricular (rv) wall. The patient was placed on a cardiac bypass and cardiac massage was performed. Attempts at reviving the patient were unsuccessful. The patient deceased.